Event description:
Caller is reporting that the cotton swabs are broken at the ends and if a user is not paying attention it can get dislodged in their ear. She stated that she was almost halfway through the package when she noticed that they had a problem. On (B)(6) caller stated that she contacted the manufacturer through email but she did not receive a response. Caller feels that these cotton swabs are a safety hazard and should be reported. Injury information: incident, no injury. Product category: personal care. Retailer: (B)(6). Retailer state: (B)(6). I still have the product in my possession: yes. Have you contacted the manufacturer: yes. If not, do you plan to contact them: yes.